Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: separated guide wire requiring surgical intervention. Device issue: guide wire separation. It was reported that the guide wire separated in the patient's anatomy and had to be surgically removed. No additional event or patient information is available.